Event description:
It was reported that the customer accidentally delivered too much insulin subsequently lowering their blood glucose level to 23 mg/dl. The customer loss consciousness and was transported by emergency medical services to the emergency room and was treated with saline and carbohydrates, which resolved the issue. The customer was released later the same day with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.